Event description:
It is reported that in an attempt to remove the head, the head distractor was fully impacted without separating the head from the stem. This caused the distractor to become stuck between the stem and head. While attempting to get the head distractor unstuck, the humeral stem lost press-fit. As a result, the stem, head and distractor were all removed as one unit.

Manufacturer narrative:
This report will be amended when our investigation is complete.